Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer reported via phone call that the hospitalizations were due to the doctor not setting the correct basal rates in the pump. The customer stated that the pump is working fine, but the doctor put the wrong settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had two emergency room visits due to high blood glucose. One visit was on (B)(6) 2016 with blood glucose of 697 mg/dl. Second visit was on (B)(6) 2016 with blood glucose of 400 mg/dl. With both visits, customer's blood glucose was stabilized and customer was released. Customer's emergency room visit was due to insulin pump meter reading differently that hospital's meter. Customer was wearing insulin pump at the time of emergency room visit. Customer was advised to monitor insulin pump.